Event description:
Information was received from a patient with an implantable pump infusing unknown morphine and an unknown drug for spinal pain indications. It was reported that the patient stated that the pump was replaced on monday (B)(6) 2025, and they were pretty sure it's 'not working' and they had been sick since monday. The patient  stated they went to the doctor yesterday and told them it wasn't working and they reset all the parameters and gave them a personal therapy manager (ptm). The patient added that the only time they feel partly human was for about 15 minutes after they bolus. The patient stated they have a bolus every 3 hours. The manufacturer's patient services specialist (pss) reviewed pump alarms and the patient denied the pump was alarming. The patient asked if the pump could be interrogated from where they are and see if it's running. Pss was reviewing role of a manufacturer representative and redirecting the patient to their healthcare provider to further address the issue, but the patient was upset and disconnected the call. Additional information was received from the patient. The patient stated they had their current pump implanted on the 16th and has had nothing but problems. The patient stated first they had "air bubbles in the catheter" and they fixed that then has been in and out of the hospital / ER because of having such horrific pain, having horrendous taste / smell that made the patient very nauseous and "has been utterly ill for days and days" and "almost committed suicide". The patient state they passed out on the kitchen floor and must have been there all day. The patient stated on (B)(6), they woke up in systemic shock with opioid withdrawal. The patient stated that after about 5 days, they saw the surgeon who told them that the catheter was dislodged. The patient stated the pump was not alarming and the patient had no falls or trauma. The patient stated they now have severe ptsd. Current medications in the pump were morphine, bupivacaine and clonidine. The patient was redirected to their hcp for further inquiries. It was mentioned that the managing hcp told the patient that the previous hcp implanted the catheter in the wrong part of the spinal column. Additional information was received from the healthcare professional (hcp). Clarification regarding the report that the pump was not working was requested. The hcp stated, "pump was working. Catheter needed some readjustment". The cause of the pump not working was requested. The hcp stated, "catheter needed readjustment". The issue was resolved. Additional information was provided from a consumer stated that the current pump implanted on the 16th and has had nothing but problems. The patient stated that first they had "air bubbles in the catheter" and they fixed that then they have been in and out of the hospital/ER because of having such horrific pain, having horrendous taste/smell that made the patient very nauseous and has been utterly ill for days. The patient almost committed suicide. They passed out onto the kitchen floor and must have been there all day. On (B)(6), the patient woke up in systemic shock with opioid withdrawal. After about 5 days, I saw the surgeon who told them that the catheter was dislodged. The patient stated that the pump was not alarming, and the patient had no falls or trauma. They have severe post-traumatic stress disorder (ptsd). The patient¿s current medication in the pump is morphine, bupivacaine and clonidine. The patient then mentioned that the 1st pump when implanted had a spinal leak and the second pump failed (already reported). The patient m entioned that the managing physician told them the prevision physician implanted the catheter in the wrong part of the spinal column. Additional information was provided from a consumer via a company representative (rep) stated that they had micro bubbles and the catheter dislodged.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump infusing unknown morphine and an unknown drug for spinal pain indications. It was reported that the patient stated that the pump was replaced on monday (B)(6) 2025, and they were pretty sure it's 'not working' and they had been sick since monday. The patient stated they went to the doctor yesterday and told them it wasn't working and they reset all the parameters and gave them a personal therapy manager (ptm). The patient added that the only time they feel partly human was for about 15 minutes after they bolus. The patient stated they have a bolus every 3 hours. The manufacturer's patient services specialist (pss) reviewed pump alarms and the patient denied the pump was alarming. The patient asked if the pump could be interrogated from where they are and see if it's running. Pss was reviewing role of a manufacturer representative and redirecting the patient to their healthcare provider to further address the issue, but the patient was upset and disconnected the call. Additional information was received from the patient. The patient stated they had their current pump implanted on the 16th and has had nothing but problems. The patient stated first they had "air bubbles in the catheter" and they fixed that then has been in and out of the hospital / ER because of having such horrific pain, having horrendous taste / smell that made the patient very nauseous and "has been utterly ill for days and days" and "almost committed suicide". The patient state they passed out on the kitchen floor and must have been there all day. The patient stated on (B)(6), they woke up in systemic shock with opioid withdrawal. The patient stated that after about 5 days, they saw the surgeon who told them that the catheter was dislodged. The patient stated the pump was not alarming and the patient had no falls or trauma. The patient stated they now have severe ptsd. Current medications in the pump were morphine, bupivacaine and clonidine. The patient was redirected to their hcp for further inquiries. It was mentioned that the managing hcp told the patient that the previous hcp implanted the catheter in the wrong part of the spinal column. Additional information was received from the healthcare professional (hcp). Clarification regarding the report that the pump was not working was requested. The hcp stated, "pump was working. Catheter needed some readjustment". The cause of the pump not working was requested. The hcp stated, "catheter needed readjustment". The issue was resolved. Additional information was provided from a consumer via a company representative (rep) stated that they had micro bubbles and the catheter dislodged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.